Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records review was conducted. The report indicates that the: part no.: 03.010.486, lot no.: 9482437, (B)(4), release to warehouse date:18 jun 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two devices malfunctioned during a varus osteotomy procedure using a retrograde antegrade femoral nail. The surgeon was really struggling inserting the nail, and was putting a lot of pressure on the connecting jig component of the insertion handle. Eventually, the metal tab that aligns nail broke, and we had to exchange it. While inserting using the second handle, the threaded portion of the driving cap broke into insertion handle. Another cap was inserted into another hole, and surgery was completed successfully. There was no patient consequence. The information that was submitted for this complaint is all the details that are known/available regarding this event. This complaint is for one (1) devices. (B)(4).

Manufacturer narrative:
Customer quality conducted an investigation of the returned device. The returned insertion handle (part: 03.010.486, lot: 9482437, mfg: 18-jun-2015) was inspected at customer quality and the complaint of broken tip was confirmed. Visual inspection performed at customer quality observed that the tip of the insertion handle was broken. Broken fragments were not returned. No new malfunction was identified. Whether this complaint could be replicated is not applicable because the device was returned broken. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture): top-level drawing for handle and determined to be suitable for the intended design and application when used as recommended. Dimensional analysis was not able to be performed as broken fragments of the insertion tab was not returned. A device history review was performed for the returned instrument¿s lot number and no ncrs, mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Also, based on the device history record review, there is no indication that any issues with material or material properties contributed to the complaint condition. While no definitive root cause could be determined it is possible that the device could have encountered any unintended forces during its usage or handling. Also, event description stated that too much pressure was applied to align the devices. Therefore, additional forces applied on the device could have led to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: date reported in initial report was 03/01/2018. Correct date should have been 02/28/2018 date returned to manufacturer device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: retrograde/ antegrade femoral nail (part number unknown, lot number unknown, quantity 1), radiolucent insertion handle for expert nails/100mm (part 03.010.486, lot number unknown, quantity 1).